Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports, "the sensor got burned in a fire incident." Additional information was retrieved and the customer also reports smoke from their adc device. It is unclear if smoke was observed from the device itself as the customer indicates, "she does not remember if the smoke was coming from the sensor she just remembers seeing smoke." There was no report of death, serious injury, or mistreatment associated with this event.